Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found optic deformed and haptic bent/deformed/stretched out. Dimensional inspection found the lens to be within specification. Claim#(B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -8.5/1.0/95 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Excessive vault was observed. Lens was implanted, removed and replaced with a same length, different diopter lens and problem was resolved. Reportedly, "change the direction of crystal implantation from horizontal to vertical. Cause of event was reported as unknown.

Manufacturer narrative:
(B)(4).